Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument the tip of the instrument fractured. An attempt was made to remove the tip of the instrument, but the surgeon was unable to remove it, and the patient retained the piece of the instrument. There is no revision surgery scheduled to explant the foreign body.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. . The following section was corrected: h4 visual examination of the returned product identified the steinman pin shows signs of use and wear and tear. There is galling on the shaft of the pin as well as some gouging near the distal end of the pin. The distal tip of the steinman pin has fractured off and was not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single view right shoulder demonstrates a right shoulder arthroplasty with fracture glenoid pin. Subcutaneous emphysema and surgical skin staples consistent with recent surgery. Sizing of the implant is appropriate. No anatomical factors are seen. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.